Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; angulation in the "up" direction was out of standard due to a worn angle wire. The additional evaluation findings were as follows: bending section rubber adhesive was broken;light guide lens was broken; connecting tube was corrugated; connecting tube protector was cut off; the protector of control unit of universal cord was discolored; the coating on the universal cord was peeled off; universal cord was corrugated; the water-piping function was out of standards due to the deformed nozzle; charged coupled device lens was broken; there was flare due to the broken adhesive of around charged coupled device lens; light guide bundle was abnormal; the gap on up down knob was out of standards due to the worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had an angulation that was reduced. The issue was found during preparation for use in an unknown diagnostic procedure that was completed with a similar device without delay. There was no injury to the patient. The device was returned for evaluation. During the device evaluation, there was residue and foreign material coming from suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per details of the customer¿s response, it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of residue and foreign material in the suction cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.